Manufacturer narrative:
The investigation is in progress.

Event description:
A medtronic representative reported an inaccuracy after going sterile while in a cranial surgery. The surgeon was accurate non-sterile. However, when sterile on two sets of cranial frames with two different probes, the doctor felt inaccurate, but could not confirm how much. The instruments would not verify on the top divot of the reference frame only on the front. The surgery was completed with the use of the stealthstation treon guidance system. There was no implant on patient outcome.